Manufacturer narrative:
The customer¿s meter was provided for investigation and was tested using retention strips and two high level control samples. The customer's test strips were not returned. Testing results (qc range: 2.5 - 3.1 inr): control sample lot 45569900. Qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. Testing results (qc range: 4.1 - 6.8 inr): control sample lot lin 3 control 60022. Qc 1: 5.3 inr, qc 2: 5.2 inr, qc 3: 5.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined. The customer was visiting in south africa when the event occurred. The customer resides in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a the same meter. The meter results were 4.0 inr, 2.9 inr, and 4.1 inr. The results were taken back to back using different fingers. The customer¿s therapeutic range was not provided.